Event description:
Approximately 1/2 gallon of gluteraldehyde leaked from a defective fs-3 flow sensor inside the cabinet on the side b of the automatic disinfector. There were no injuries related to this occurrence.